Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was revised due to dislocation, most likely due to a patient fall. Due to the amount of metallosis in the capsule, it is hard to rule that out. Patient also has dementia. Doi: (B)(6) 2009, dor: (B)(6) 2025, affected side: left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. According to the information received,¿ patient was revised due to dislocation, most likely due to a patient fall. Due to the amount of metallosis in the capsule, it is hard to rule that out. Patient also has dementia. Doi: (B)(6) 2009 dor: (B)(6) 2025 affected side: left hip¿. Product description: - 12/14 articul 40mm m spec+8.5 product code: - 136507000 lot no: - 2900947 quantity of manufactured: - (B)(4) date of manufacturing: - 22-april- 2009 expiry date: - 21-april- 2014 IFU reference: - (B)(4). As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: product description: - 12/14 articul 40mm m spec+8.5. Product code: - 136507000 lot no: - 2900947 quantity of manufactured: - (B)(4) date of manufacturing: - 22-april- 2009 expiry date: - 21-april- 2014 IFU reference: - (B)(4). Device history review: a manufacturing record evaluation was performed for the finished device, and no non-conformances / manufacturing irregularities were identified. Corrected information: d4 (primary UDI #, expiration), h4.